Manufacturer narrative:
Results: broken siderail assist cable.

Event description:
It was reported by service report that the side rail was broken. No patient involvement or adverse consequences are reported.